Event description:
It was reported that a user on the ilet system experienced recurrent hypoglycemia concerns and intervened with oral glucose tablets before blood glucose dropped below 70 mg/dl, expressing frustration with frequent low glucose treatments and intent to discuss discontinuing the ilet with their research team. Symptoms included perceived hypoglycemia and feelings of being overwhelmed. Outcomes included user-performed treatment with oral glucose and no hospitalization. Investigation included troubleshooting and education provided during follow-up. Investigation of this case revealed no device alarms or malfunctions reported and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.